Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd accuri¿ c6 plus system there was a spray of unknown fluid under pressure. The following information was provided by the initial reporter: signs of leakage inside the instrument at waste pump, laser, pmt's, ssc assy. Indicates that a tubing has popped off and has been reinstalled. Ssc pcb is corroded. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes, was there spray of fluid under pressure? Yes. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? Unknown. Was there any physical harm to the customer as a result of the leak? Unknown.

Event description:
It was reported that during use with a bd accuri¿ c6 plus system there was a spray of unknown fluid under pressure. The following information was provided by the initial reporter: signs of leakage inside the instrument at waste pump, laser, pmt's, ssc assy. Indicates that a tubing has popped off and has been reinstalled. Ssc pcb is corroded. 1. Was the leak contained within the instrument? Yes. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Unknown. 5. What is the source of leak -- waste line or non-waste line? Unknown. 6. Was the customer exposed to blood or bodily fluids? Unknown. 7. Was there any physical harm to the customer as a result of the leak? Unknown.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00144 was sent in error. The spray was contained within instrument, therefore, this is not considered to be a reportable malfunction.